Event description:
It was reported that the battery of this subcutaneous implantable cardioverter defibrillator (s-ICD) was suspected to be prematurely depleting. Surgical intervention was performed and the s-ICD was explanted and replaced. No additional adverse patient effects were reported. The s-ICD was discarded at the hospital according to the field and is not expected to be returned back to boston scientific at this time. As no further information regarding this event is expected, our investigation is complete. This report will be updated should additional information be provided.